Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged cable/wires exposed) was confirmed. As received, the monitor was receiving service code 204. Upon evaluation, the monitor belt receptacle was broken off, damaging the case where the belt receptacle attaches. Additionally, the enclosure cover was cracked. The cause of the report failure is excessive force placed at the receptacle. The cause of the cracked enclosure cover is physical damage. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported a damaged cable.